Event description:
It was reported that a patient with drug dependency broke open the medication cassette and obtained access to the medication in the bag. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to perform an investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. This complaint could not be confirmed. A device history review was performed after the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.